Event description:
A leak was noted at the start of the case from the oxygenator temperature monitoring adapter port (tma). The patient was briefly taken off bypass to remove the tma component and replace it with a stopcock. The case was completed with no patient complication reported.